Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient h3: analysis of the 97745 controller (ptm) (s/n#:(B)(6), revealed a main board battery contact broken, connector support broken, and front case cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient b3: event date is date valid  medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that they went to charge implant yesterday and noticed the controller is completely dead and unresponsive. Caller stated that they charged the controller for 9 hours and the controller still will not power on. Patient services walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on. Caller inserted the battery pack and confirmed green flashing light and controller is 20% recharging and implant is in red. Caller confirmed no physical damage on recharger cord. Patient service reviewed with caller everything appears to be working as intended, to fully charge controller to 100% then charge the implant, and can call back if necessary. The troubleshooting steps that were taken on the call resolved the issue. Pt called back stating they had a problem 1.5 weeks ago where the controller died and would not turn on. They had reset the controller and been doing that since. Now the controller was not recharging. When the controller was plugged into the ac power supply the screen had to be on and display the percentage to charge. If the screen went dark after 10 seconds the controller would not charge. Pt had the controller on charging for two hours straight touching the screen and the controller would not charge. The controller was at 30% and said finished and done charging. An email was sent to repair to replace the controller.